Manufacturer narrative:
The device was returned to olympus for inspection and the complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the issue. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is cause linked to device but unable to trace more specifically, which indicates that the problems are traced to the device, but the investigation could not identify the actual root cause (e.g. Design, manufacturing, component). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the therapeutic polypectomy procedure, when inserting the subject device and after tightening the loop on the pedicle, the loop could not be released. The wire was twisted. Eventually the loops were cut off with the loop tool. The procedure was completed with a similar device. There were no reports of patient harm.